Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 - phone, (B)(6) 2016 - voicemail, (B)(6) 2016 - phone. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The adjustable pressure limiting valve and the breathing system were replaced, and the unit was returned to service.

Event description:
The hospital reported higher pressure than expected during a case. It was further noted the patient vomited. The bag was removed from the bag arm to relieve the pressure. No report of patient injury.